Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported by technical services (ts) that the controller log file contained 1 transient low speed advisory while the patient was connected to the power module on (B)(6) 2020. Due to the brief duration of the event, ts was unable to determine the possible cause of the event. Ts recommended monitoring the patient for further abnormal pump operations. It was additionally reported by the vad coordinator that the patient was stable and did not present with any symptoms. There would be no change in care and the device operated as expected. There had not been any further abnormal pump operations.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log file confirmed a transient low speed event; however, a specific cause for this event could not be conclusively determined through this evaluation. The submitted log file contained data from (B)(6) 2020 and captured a transient low speed advisory alarm on (B)(6) 2020 associated with pump speed briefly dropping to 5270 rpm, below the low speed limit of 9000 rpm. No other atypical alarms or events were captured. The pump maintained a speed above the low speed limit for the remainder of the log file data and appeared to be functioning as intended. Heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii lvas patient handbook are currently available. Section 1 of the heartmate ii lvas IFU, ¿introduction¿, addresses all pump parameters, including pump speed. Section 7 of the heartmate ii lvas IFU, ¿alarms and troubleshooting¿, and section 5 of the heartmate ii patient handbook, ¿alarms and troubleshooting¿, address all hazard and advisory alarms, including low speed advisory alarms, as well as how to respond to each alarm condition. The heartmate ii patient handbook also cautions all patients to call their hospital contact if they think, for any reasons, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 27jun2017. No further information was provided. The manufacturer is closing the file on this event.